Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was pt (B)(4) was failed. It was determined to be supplier manufacturing process failure as per failure investigation report.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault". The customer reported that there was no patient involvement.